Event description:
In the operating room, during surgery, the surgeon was about to use the ligasure laparscopic sealer/divider on the patient. However, the jaw of the device would not open or close. There was no harm to the patient.